Manufacturer narrative:
Device evaluation: 1 x gepd-7-12 of unknown lot number was not available for evaluation. Prior to distribution all gepd-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. It should be noted that the device exceeded its intended indwell period as stated in the instructions for use (ifu0055-4) "this device should not be left indwelling for more than three months or as directed by a physician." There is evidence to suggest that the user did not follow the instructions for use as additional information received confirmed that the stent was in place for 6 months and exceeded the recommended indwell period of the IFU. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. Summary: complaint is based on customer testimony. According to the information reported, patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on the (B)(6) 2022 and confirmation that this complaint is related to user error (B)(6) 2022.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-12 of unknown lot number was not available for evaluation. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all gepd-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. It should be noted that the device exceeded its intended indwell period as stated in the instructions for use (ifu0055-4) "this device should not be left indwelling for more than three months or as directed by a physician." There is evidence to suggest that the user did not follow the instructions for use as additional information received confirmed that the stent was in place for 6 months and exceeded the recommended indwell period of the IFU. The japanese packaging insert (B)(6) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. Summary: complaint is based on customer testimony. According to the information reported, patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to following updates: medical device problem code (annex a): changed from a2303 to a23. Component code (annex g): changed from g07001 to g04122.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Exact date is unknown but approx. 6 months ago : geenen pancreatic stent set was placed for chronic pancreatitis. On (B)(6) 2021 : to replace the stent with new one, the user attempted to remove it by grasping with olympus¿ snare, grasping forceps and alligator forceps, but the stent got caught in a stenosed site and the stent severed at where those instruments grasped. The user could not remove the severed stent in the pancreatic duct and completed the procedure without placing a new stent. Another attempt of removing the severed stent is not planned as of today. The patient did not experience any adverse effects due to this occurrence. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. Already stated in description of event. What was the target location for the stent? Already stated in description of event. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Removing the severed piece of stent. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Ni. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf scope. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Unknown. Where was the stricture located in the duct? Pancreatic duct. Was the stricture dilated prior to placing the device? Unknown. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? Unknown. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? Yes. If yes, please specify what section of the device broke off: distal tip of the stent. Please indicate whether the device broke in the endoscope or in the patient? In the patient. Was the broken device retrieved? No. If yes, please indicate what tools were used during retrieval. Snare. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Unknown. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Same procedure). Were any other defects observed on the device prior to return (other than the reported complaint issue)? N/a. If yes, please specify what was observed and where on the device it was observed.